Event description:
Bilateral tmj vitek teflon proplast (ptfe) implanted. Ptfe was reported approx 10 years earlier to the FDA by ortho doctors that it was not suitable for joint implants because of it breaking into microscopic particles. In the congressional hearing of 1992 there is proof of the serious results from this implant, of its instability and ability to break into microscopic pieces, cause heterotropic bone formations, foreign body giant cell reaction less than one year after the above date of implant. No info regarding this was given to the pt before or after implantation.